Manufacturer narrative:
The video processor unit was returned to the authorized repair facility for evaluation. It was determined that a component on the base circuit board had failed, causing the power interruption. Following replacement of the circuit board, the device was tested, was found to be performing normally, and was returned to the user site.

Event description:
During a case, the video processor shut down, causing temporary loss of the image. The system then rebooted and the imaging function returned. No patient injury or other adverse health consequence was reported.